Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer was in the hospital for unknown reasons and stated that they were giving her an iodine bath. The customer wanted to know if the bath would affect the sensor. The customer mentioned they received a calibration error. The customer stated that their meter displayed their blood glucose at 55 mg/dl. The customer was confused as to why had experienced low blood glucose when they had ate earlier. The patient's blood glucose was 113 mg/dl at the time of the call. The customer declined troubleshooting the issue. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.